Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an intermittent alarm. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition (first time in). There was evidence of the error recorded in the event history log. The customer reported issue was not duplicated; the latch lock flex was functioning properly. Investigation determined that the reported problem was caused by the user. For corrective action no repairs were needed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.